Event description:
Report received from the USA stating that the device had cord damage. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).